Event description:
A customer reported that their pump issued alarm 20 during use. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer did not have multiple past issues but experienced 23 cartridge alarms and attempted to resolve the problem by changing the cartridge and rebooting the pump. Technical support assisted in correctly loading a new cartridge, allowing the customer to resume insulin therapy successfully. They were advised that if further cartridge alarms occur, a replacement pump could be provided.